Event description:
It was reported that during use of this suture punch in a right shoulder arthroscopy, the needle broke in the surgical site without awareness of the surgeon. This was noted at the end of the case during instrument count. An x-ray confirmed that the needle remained in the surgical site. To date, there is no report of pt injury or plan to perform add'l surgery to remove the needle.

Manufacturer narrative:
The pt is aware that this needle remains inside the surgical site. Investigation findings: to date, this instrument has not been received for eval. A follow-up report will be sent upon completion of an investigation.